Event description:
New information received notes the patient was asymptomatic and doing well before during and after the event.

Event description:
It was reported that right ventricular oversensing triggering the algorithm above tolerable levels was observed on the implantable cardioverter defibrillator (ICD). Programming recommendations were made. The clinician reviewed the suggested recommendations and the ICD was reprogrammed. The atrioventricular delays were originally within margins when the patient was included in the syncav algorithm post market study. Atrioventricular delay was acceptable. Atrial paced - ventricular sensed atrioventricular delay however now exceeded the maximum programmable atrioventricular delay for the syncav algorithm. Therefore, the ICD was pacing at a maximum atrioventricular delay. There was no fusion of qrs complexes as the patient was atrial pacing at the time of the syncav testing. The previous syncav delta was conserved until the next optimization.